Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged stuck button alarm, pump error 68 alarm, and missing segments/partial display found on (B)(6) 2021. The pump passed the displacement test, sleep current measurement, active current measurement, and self-test. No missing segments/partial display noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector and pcba 1r. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. Pump error 68 found in history files on (B)(6) 2021 at 20:52:03. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case on battery tube, cracked battery tube threads, cracked case above arrow and battery icon, and pillowing keypad overlay. In summary: keypad unresponsive / button error alarm not confirmed. Customer allegation of pump error 68 alarm confirmed in history files. Missing segments/partial display not confirmed. Moisture damage confirmed on pcba1 and keypad flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated that insulin pump had partial display. Customer stated that they were on vacation and had technical difficulties related to insulin pump, light in front of was barely on and insulin pump was beeping and asking to unlock. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.